Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd legacy plus pump where it was reported that during infusion the pump alarmed for "no disposable and would not run" the issue could not be resolved, and the pump was not working. It was also reported that the device under-delivered. The medication was programmed at a rate at 2.2 ml per hour, the remaining volume was 43.5 ml, and the volume given was 56.1 ml. This is a high-priority alarm that stops device operation and may result in an interruption of therapy, posing a potential risk to the patient. There was patient involvement, and no patient harm reported.